Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device failed uplink functional testing due to the cable being out of electrical specification.

Event description:
It was reported that the radiofrequency (rf) head "did not work." The rf head was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.